Event description:
The reporter stated that the device was observed to be bent about 30 degrees from the top of the bolt when the pt came back from CT scan. The catheter showed no changes in values and the pt did not appear to be harmed. It appeared that the bolt had not shifted. The following day, the accuracy of the reading obtained from the device was questioned and another catheter was placed. There was a discrepancy between the readings. The device read intracranial pressure at 6mmhg. The replacement catheter read 37mmhg. The neurosensor probe was removed.

Manufacturer narrative:
A review of integra's complaint system showed that this event was reported to integra, and entered into the complaint management system in 2008. A medwatch had not been submitted previously for this event. A review of the device history record showed no anomalies. The product was received for evaluation. The reported bent appearance was confirmed but the catheter functioned normally. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purpose.